Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, analyzer. (B)(4)

Event description:
It was reported the touch screen has dead spots where the stylus pen will not work at select model and print queue. New touch pen with calibration did not resolve issue. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there were dead spots between "select model" and "print queue" where the cursor would not response to the stylus; overlay found out of electrical specification. Analysis also found the upper display was loose. It was noted there was a loose part inside the display frame. Broken upper right hinge and one upper hinge screw were found loose inside display frame, and other three screws were not tightened.